Event description:
During a sensing test during routine follow up of the pacemaker involved in this MDR report, it has been observed that amplitude values were not displayed on the printout of signals sensed.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the us. The analysis is pending.